Event description:
It was reported that during a laparoscopic cholecystectomy the clips crossed and clips override each other. There was no patient consequence. The event did not change the original intent of the procedure.